Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: in 2006. It was reported that a patient who received an acculink died in 2006. It is unknown when the stent was implanted or the cause of the patient's death. The patient's outcome and relationship to the product could not be confirmed or denied. Additional information received indicates the patient suffered from severe coronary disease associated with peripheral vascular arteritis. The patient was referred to a cardiologist for carotid angioplasty and surgery was refuted. Patient underwent stent implantation in 2006, for internal carotid stenosis. The procedure was without complications related to the carotid device or the artery treated and acute results were judged as good. Following the procedure, the patient had a scanner and doppler examinations which showed a good permeability of the carotid stent without any defect at brain level. Three days later, the patient experienced a reperfusion syndrome with convulsion and was easily reduced with medication. One week after the procedure, the patient died. The death has not been linked with the carotid treatment and no autopsy was performed. The clinical opinion states that the cause of death is a cardiac sudden death.